Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an lps proximal femur replacement the guidelines in the surgical technique were not detailed enough to ensure confident preparation for a porous coated stem with mbt revision reamers that are packed routinely with the lps kit. There is a nb: in the surgical technique to caution that the mbt revision reamers are 0.4mm undersized. These reamers are available in whole numbers only (12, 13 etc). The porous stems are available in sizes 12.5, 13.5 etc. It is recommended to ream for 0.5 mm press-fit or line-to-line in soft bone. During this case using an mbt reamer, the canal was prepared with a 16 mm mbt reamer giving a 0.9 mm press fit with 16.5 mm stem or over-reamed by 0.1 mm for a 15.5 mm stem. To be cautious, a 15.5 mm stem was the first choice of implant to reduce risk of fracture, this stem was undersized. The final definitive implant successfully implanted was a 16.5 stem. The notes in the surgical technique were inadequate to confidently and successfully prepare the femur in the first instance.